Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 2.75mm stent delivery system was returned for analysis. The device was returned with no stent attached. The crimped stent outer diameter measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were wrapped and folded and did not appear to have been subjected to positive pressure. Crimp stent markings were visible on the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07dec2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via right artery. The 80% stenosed, 15mm x 2.75mm, de novo, concentric with <=45 degrees significant bend target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 16 x 2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed stent detachment.